Event description:
Pt needed to return for revision surgery because anchor pulled out. Dr placed 5.0 fastin medially, passed all 4 stitches using the expressew. Dr tied medial row purple stitches and then combined the blue stitches into a lateral versalok. Pt came back post-op with severe pain, dr took an x-ray and saw versalok had pulled out. During revision found versalok anchor floating in the subacromial space, sutures locked into the anchor, and sutures still tied in cuff. Cut the suture in the versalok, pulled out the anchor dr repaired open using 6.5 fastin. Complaint device discarded at user facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.